Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of the stylet and protective sheath the 3.5 x 23 mm rx vision stent implant dislodged from the balloon. This was observed before inserting the stent delivery system onto the guide wire. There was no resistance felt during removal of the stylet or protective sheath from the distal end of the catheter. The device was not used on the patient. A new rx vision was used successfully to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.